Event description:
It was reported that the patient with this right ventricular lead experienced infection with fever. A revision was performed and the crt-p alone with the left ventricular (lv) lead, the non-bsc atrial lead and this right ventricular lead were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).